Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope encountered the e226 and b30 scope communication error messages. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated: d9, h2, h3, h4 and h6 the device was returned to olympus for inspectionwhere the reported event was identified. Based on the results of the investigation, the root cause was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.